Event description:
During a replacement procedure of an implantable cardioverter defibrillator, two sutureless leads were removed from service because of an insulation break. The leads were capped and remain implanted.